Manufacturer narrative:
(B)(4).

Event description:
When the guideright guidewire was being inserted into the patient from a femoral approach it became stuck and could not be removed. Under fluoro a knot was seen on the guidewire. The guidewire was surgically removed. During surgical removal the guidewire unraveled. The ablation procedure was abandoned. The physician believes that the damage could have occurred during manipulation through the vessel.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the guidewire had been fractured; only the distal section of the fractured guidewire had been returned. The distal guidewire section had been twisted into a knot at the manufactured ¿j¿ tip, and the outer coil wire had been stretched, consistent with the event description. The corewire had also been fractured consistent with damage during guidewire removal. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported positioning issue is consistent with the knot at the guidewire distal end. Although the exact cause of the guidewire knot remains unknown, the guidewire damage is consistent with forcible contact during use. The guideright guidewire instructions for use (IFU) cautions the user to not attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine the cause of resistance. If the cause of resistance cannot be determined, withdraw the guidewire and catheter as a unit.